Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 534 mg/dl at the time of incident. The customer¿s current blood glucose value was 216 mg/dl. The customer did experience any symptoms such as nausea and throwing up a result of high blood glucose. The customer treated high blood glucose with bolus. The customer also reported large air bubbles in reservoir. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does allege under delivery. The insulin pump will not be returned for analysis. Reservoir will not be returned for analysis.